Event description:
On (B)(6) 2017, received 1st cool sculpting treatment to rib area under breast. Pain developed right lower quadrant 2 weeks ago. Dr visits (B)(6), internist (B)(6), gi (B)(6) obgyn. Emergency room and admission (B)(6), many testing and drug intervention, and IV fluids. Later ER and admissions end of (B)(6) 2018 and mid (B)(6) 2018. I am crohn's disease pt and had surgery (B)(6) 1970. No problems between 1970 and 2017. Diagnosis all three hospital visits was crohn's flare and obstruction in right lower quadrant. Also had elevated white blood cell count all three times.